Event description:
The complainant reported that a pt had been diagnosed with biliary stones. During the therapeutic procedure treating the pt for this condition, a cannulatome was used to cannulate the common bile duct (cbd), contrast medium was then employed to visualise the ducts. Upon fluoroscopy many large stones were observed in the pt's cbd. A sphincterotomy was then performed on the pt, and the wire was then entered into the pt's cbd. The physician then attempted to retrieve the stones using a balloon, but was unsuccessful in this attempt. The trapezoid was then employed in an attempt to crush the large stones. The first large stone was caught in the device basket, and the clinicians attempted to crush the stone using an alliance inflation device. The attempts to crush the stone was unsuccessful, and the device tip failed to pop off. During the attempt to crush the stone, a "snap" was heard around the trapezoid handle. Subsequent to this attempt, the device basket was unable to be opened and closed. The doctor then managed to wriggle the stone free and pull the trapezoid out of the pt. The physician then obtained another device, which also was reported to have malfunctioned. The complainant indicated that there was no adverse affect on the pt as a result of the reported malfunction.